Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the unit was observed to have a damaged locking mechanism, likely due to aggressive use or misuse. No specific allegation was made by the customer so the complaint could not be confirmed or denied. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a damaged cord and locking components. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.